Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-725b-(B)(4): the fiber tip exhibits no sign of bending; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "tip bent" could not be confirmed; glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during bph procedure; at 126942 joules of use; fiber had low energy output and tip appeared to be bent was observed. The procedure was completed using second fiber at 239325 joules of use. The tip (cap) of both the fibers were cleaned during the procedure. Patient outcome: no injury to the patient was reported.